Event description:
It was reported that the balloon ruptured during an aneurysm operation. As reported, the catheter may have been used in a calcified area and that could have been the cause of the problem. There were no patient complications reported and the patient recovered.

Manufacturer narrative:
One catheter was received without any attached components. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the balloon was found to have a ruptured area, 0.46" x 0.32¿ (or 1.1 cm x 0.9 cm) in size, around the distal portion of the balloon. There was no damage found on the windings. The ruptured edges of the balloon could not be matched up, indicating there was latex material. Blood was observed in the spring tip. There was no damage to the catheter body. Visual examinations were performed at 10x magnification and with the unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint was confirmed but the difficulty reported appears to be related patient and procedural factors. As per the product IFU, exposure to calcified plaque within the vessel may increase the possibility of balloon rupture. No manufacturing non-conformances were identified on the returned product. No actions will be taken at this time.